Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted on the keypad traces during visual inspection. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that act button was not responding. Customer's blood glucose was 123 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.